Event description:
It was reported that the patient presented in the hospital for a lead revision. The patient's left ventricular (lv) lead exhibited loss of capture after the patient fell. The lv lead was explanted and replaced. The patient was in stable condition.